Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that leaking feed from the device, dripped into an IV pump which was situated below the feeding pump. The IV pump controller quit communicating with the modules which stopped two infusions. Formula was leaking from where the spike connects to the tubing the patient only missed some of the IV nutrition. The controller was replaced and there was no patient harm.

Manufacturer narrative:
Submit date: 11/09/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No sample or picture was provided for evaluation. If the sample is returned at a later date, this file will be re-opened for further investigation. A possible root cause for tubing or leaking issues could be overuse (more than 24hrs), incorrect placement in pump causing additional stress to the tubing, pulling on the silicon tube before placement, stem alignment, improper formula used that could cause clogging and for models that have the cross spike connector a dimensional gap between the connector and tubing. A corrective and preventative action (CAPA) was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. The complaint will be handled as not verified as a sample is required for further investigation; however the CAPA mentioned will be used as an action given the description of the event. This complaint will be used for tracking and trending purposes.